Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer replaced the cpu board to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6).

Manufacturer narrative:
Additional information was received that the reported error did not result in loss of mechanical ventilation. There was no reportable malfunction. H3 other text : additional information was received that the reported error did not result in loss of mechanical ventilation. There was no reportable malfunction.